Event description:
Edwards received notification from our affiliate in the united kingdom. This was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position, by transfemoral approach. During deployment, it was seen that the valve moved aortic. This led to the valve to be positioned supra-annularly with the lowest part of the valve 1-2mm above the annulus. The valve appeared stable on calcified leaflets, however, there was grade 2 pvl noted on angiography with subsequent trans-thoracic echocardiography confirming moderate para-valvular leak. The valve was post-dilated with +4cc above nominal (total 21cc), however this did not improve the level of pvl. The decision was taken to deploy a 2nd 23mm sapien 3 ultra valve. This was deployed adequately with 70/30 deployment in relation to the annulus. There was trivial pvl on angiography. There were no conduction changes on the patients ECG and overall the outcome was good for the patient. The patient did not suffer any injury from the event. The patient returned to the ward with planned discharge the following day. Reportedly, annulus area was measured 494mm2 prior to implantation and there was a discussion around use of a 26mm sapien 3 ultra valve with slow deployment but due to presence of annular calcification it was chosen to opt for an over-filled 23mm sapien 3 ultra with +3cc above nominal inflation (total 20ml inflation).

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. Paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), malposition and pvl are potential adverse events associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient related factors and procedure related factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Supplemental report submitted to include engineering evaluation completion and correction to h6 and h10. The device w as not returned for evaluation as it remains implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. The complaints valve malposition and paravalvular leak (pvl) were confirmed based on provided imagery. No potential manufacturing non-conformance were identified during the evaluation. A review of IFU/training materials revealed no deficiencies. As reported, 'it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position, by transfemoral approach. During deployment, it was seen that the valve moved aortic during valve deployment. This led to the valve to be position supra-annular with the lowest part of the valve 1-2mm above the annulus. The valve appeared stable on calcified leaflets, however, there was grade 2 pvl noted on angiography with subsequent trans-thoracic echocardiography confirming moderate para-valvular leak. The valve was post-dilated with +4cc above nominal (total 21cc), however this did not improve the level of pvl'. Imagery review confirmed the valve was deployed too aortic with bottom section slight above the base of cusps. As per medical opinion, it might be due to slight under-sizing of the valve, the balloon was mostly inflated before the valve became in contact with the annulus/ leaflet tissue, leading to aortic movement of the valve. The patient had an annulus area measured 494mm2, which fall within the 26mm size range. However, due to presence of annular calcification, it was chosen to opt for an over-filled 23mm s3 ultra with +3cc volume. Despite overinflation, the 23mm valve may be too small for the patient and not sufficient to create a secure contact with annular calcification. In addition, as indicated in training manual, foreshortening is visible mainly on the inflow side of the valve. The overinflation may have caused the valve to foreshorten further resulting in the final placement of the valve being higher than as planned. As such, available information suggests that procedural factors (undersized valve, overinflation) may have contributed to the complaint event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, the valve was undersized and deployed too aortic. The combination of these factors has compromised the seal provided by the pvl skirt between the valve and target site, leading to pvl. As such, available information suggests that procedural factors (thv malpositioned, undersized valve) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.